Event description:
A peritoneal dialysis (pd) patient experienced abdominal infection. Seven days prior to the event diagnosis, the patient experienced chills, fever and headache. Four days after the initial symptom onset, the patient visited the emergency department and treated with ceftriaxone sodium (1g, intravenous, qd, discontinued after a day) for the event. Two days prior to the event diagnosis, the patient experienced turbid pd effluent, abdominal pain and distention and was hospitalized after outpatient treatment. Six days after the initial symptom onset, the patient was treated with cefazolin sodium injection (0.5g, qd, intraperitoneal) and gentamicin sulfate injection (20,000 iu, qid, intraperitoneal) for the event. The same day as the event diagnosis, the patient was treated with ceftriaxone sodium (1g, qd, intravenous drip) for the event. The patient experienced abdominal pain and discomfort, cough and nausea at present. The cause of the events were not reported. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3, b5, b6 and b7. B5: upon follow up, treatment for the patient were reported as fluconazole tablets (100mg, once daily, orally for 10 days), ceftazidime injection (1g, every night for 3 days, intraperitoneally), vancomycin injection (0.5g, every night for 3 days discontinued and restarted for 2 days, intraperitoneally), meropenem injection (0.5g, twice a day for 6 days, intraperitoneally), and cefoperazone sodium and sulbactam sodium (1g, every 12 hours for 6 days, intravenously). It was reported that technique failure occurred and the reason for technique failure was refractory peritonitis or severe tunnel infection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, b7 and h6. B5: upon follow up, it was reported that the patient experienced peritonitis, specified as "peritoneal dialysis intraperitoneal infection". The day prior to event onset, the patient was hospitalized due to the event. It was reported that pd treatment was discontinued and the patient was shifted to hemodialysis . The patient was treated with vancomycin (ongoing) tezhixin, (ongoing, intravenous gefriazone, fluconazole, meropenem for the event. It was reported that the patient was transferred to a higher-level hospital for further care. At the time of this report, the patient has recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that the patient was discharged after 21 days of hospitalization. Should additional relevant information become available, a supplemental report will be submitted.